Event description:
The patient experienced a return of patient symptoms over the last 3 months; despite dose increases, her pain had increased. The pump logs were normal and there were no alarms. Pump volumes were checked; the expected volume was approximately 4-5 mls while the actual volumes were 12 mls and 14 mls for the last two refills. At the most recent check, the expected volume was 10.5 mls; the actual volume was 14 mls. The programming was verified to be correct. The doctor increased the patient's daily dose by 10%. When the patient came back for her next refill appointment, they planned to see how she was doing and check the pump volumes again. Additional troubleshooting was being considered. No revision or replacement had been scheduled. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.